Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that a piece of the insulin pump broke off near the reservoir compartment. Customer also reported that the plastic near the upper corners of the display screen had cracked. Blood glucose level was 98 mg/dl at the time of the call. No further information was provided.